Event description:
It was reported that an ilet user was not receiving continuous glucose readings after a pairing failure between the dexcom g7 sensor and the ilet; the user was instructed to restart the ilet and wait for reads, with a plan to contact the sensor manufacturer if the issue persisted. Customer care provided assistance. Investigation of this case revealed that the agent could not confirm if the device was operational post-restart, however, sensor-to-pump communication was suspected to be interrupted. No adverse clinical effects reported during the event. Outcomes included no medical intervention. It was concluded that the event was related to a communication or connectivity issue between the cgm and the ilet, with no evidence of user injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.